Manufacturer narrative:
Weight, ethnicity: unknown, not provided. (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. The catalys-I system is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Device manufacturing date: unknown / not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the catalys system during laser firing. Observed when lens fragmentation was taking place. Procedure was completed successfully. There was no patient injury or surgical intervention needed.